Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported while using bd ultra-fine¿ nano pen needles -pentapoint¿ comfort/easyflow¿ technology the cannula was too short. There was no report of patient impact. The following information was provided by the initial reporter: it turns out that the product did not prove to be ineffective, given that the length of the needle a is very short, making it difficult to apply insulin using the humapen pen. D1: medical device brand name:bd ultra-fine¿ nano pen needles -pentapoint¿ comfort/easyflow¿ technology. D2: medical device manufacturer: becton dickinson and co. D4: UDI #: (B)(4). D4: medical device catalog #: 320489. D4: medical device lot #: 2110711. D4: medical device expiration date: 30-apr-2027. H4: device manufacture date: 20-apr-2023. G2: manufacturing location: (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd ultra-fine¿ nano pen needles -pentapoint¿ comfort/easyflow¿ technology the cannula was too short. There was no report of patient impact. The following information was provided by the initial reporter: it turns out that the product did not prove to be ineffective, given that the length of the needle a is very short, making it difficult to apply insulin using the humapen pen.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd pen needle the cannula was too short. There was no report of patient impact. The following information was provided by the initial reporter: it turns out that the product did not prove to be ineffective, given that the length of the needle a is very short, making it difficult to apply insulin using the humapen pen.

Event description:
It was reported while using bd ultra-fine¿ nano pen needles -pentapoint¿ comfort/easyflow¿ technology the cannula was too short. There was no report of patient impact. The following information was provided by the initial reporter: it turns out that the product did not prove to be ineffective, given that the length of the needle a is very short, making it difficult to apply insulin using the humapen pen.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 17-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.